Event description:
It was reported that when the catheter was inserted, the threshold value was high, but there was no problem pacing. It was further reported that on the next day after the incision, it became unable to pace and sense pressure. There was trace of the pt pulling the catheter out. No pt complications were reported. Another catheter was used.

Manufacturer narrative:
Device not returned.